Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to communicate with server and had data synchronization failure. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with server. A technical support specialist (tss) noted that the station was not uploading to the server, and the database was in manual recovery required mode. The issue was resolved using knowledge article title manual recovery required - datasyncinvaliduploadchangetrackingvalue, and the station began communicating normally afterward. The system functioned as intended after the technical support specialist troubleshot the device.